Manufacturer narrative:
Reported issue of clip falls into the patient in an open state. According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip seemed the have one clip arm that closed and the other clip arm was bent and facing the wrong way. The clip was not able to fully close and it was confirmed that the clip did not attach to tissue. The clip was not able to be deployed in the right site from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.